Event description:
A 39 yr old white g5p5 female s/p bilateral subglandular infraclavicular implantation of 255cc surgitek gels for augmentation 4/18/79, developed local & systemic complaints requiring removal. This set of implants had no history of trauma other than a closed capsulotomy 13 yrs ago after which the pt noted lumps on the left. The left was found to be ruptured & the right ruptured upon removal. She had bilateral capsule removal & mastopexies with mini reductions 8/11/94. Pt symtpoms increased since surgery, local and systemic complaints include arthralgias (+ arm stiffness), myalgias, paresthesias/dysesthesias, spasms, swelling, fatigue, sleep distrubance, visual problems, dry mucous membranes, hair loss, dental problems, headaches etc. Otherwise healty.